Event description:
The facility representative reported a flogard infusion pump with a 38 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "alarm f-38" was confirmed. Service determined that the cause was due to defective force sensing resistors, which were replaced to resolve the issue. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.